Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and missing end cap sticker. Compromised force sensor system alarmed during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in faulty force sensor system. The motor tested ok. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. During troubleshoot, motor position encoder error occurred. The customer will be sent a replacement pump.